Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used to secure the mesh. During the procedure, the strap did not fire. The procedure was completed with a like device. Upon evaluation of the product, it was found that the cannula cap fell off the device. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and the device was returned with the cannula cap detached from the cannula tabs and the cannula cap was not returned. The prongs of the fork were deformed as indicative of the device being fired into bone or another hard surface. The cannula cap fell off from tabs because impact damage on the prongs of insertion fork. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.